Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on the right atrial (ra) lead channel. Technical services (ts) indicated the noise to be respiratory rate trend (rrt) oversensing on the right atrial (ra) channel. Additionally, there were reports of unstable pacing impedance measurements in the daily trend from 500 to 700 ohms. The ra lead was a non-boston scientific product. The physician performed in-clinic provocative maneuvers, which exhibited negative results as the noise was unable to be reproduced. In addition, the ra lead capture threshold was noted to be out of range and it seemed to not capture. The decision was made to program the rrt sensor off and to reprogram the device. The patient will continue to be monitored via latitude. This crt-d remains in service and there were no adverse patient effects reported.